Event description:
In the past 10 days, 3 medvamc patients have developed septic arthritis of the knee due to an unusual organism, namely group g streptococcus. In the past 48 hours, an intensive evaluation of the 3 cases was done. One patient had a knee implant many years ago, but had not been seen at medvamc for months. He had blunt trauma to the knee and, over the ensuing few days, developed symptoms of an acute arthritis. This case is thought to be unrelated to the other two and to have no implications for our delivery of care. The other two patients had received an intraarticular injection of hyaluronic acid (pharmaceuticals, lot # 718400140) within 24 hours of the development of symptoms and signs of acute septic arthritis. Both injections were performed by the same health care professional. Our initial response included: an interview with the health care professional who does the injections; a recommendation for immediate cessation of such injections; and contact with the ferring pharmaceuticals. Dr, director of orthopedic research products at a pharmaceuticals, told us that he has had no other reports of any infection associated with injections of euflexxa. This product is generated by genetically-engineered group c streptococci and chemically purified before packaging. The identification of the organisms was repeated and again shown to be group g - specifically not group c - streptococcus. We have asked that dr obtains a sample of the group c streptococcus that generates the hyaluronic acid so that we can carry out molecular fingerprinting studies to compare it with the isolate from our patients. We found that the sterile technique used during injections was adequate, utilizing alcohol swabs, and in accord with generally accepted standards. This individual had already carried several hundred such injections. Some faculty members felt that betadine should be used in addition to alcohol prior to intraarticular injection, and we are recommending this for the future. Cultures of nares, axilla and feces of the person doing the injections were undertaken; none of these yielded group g streptococcus. To our knowledge, there have not been reports of a human point source of spread of group g streptococcus within hospitals. We identified 8 remaining boxes of euflexxa, all of the same lot, and each containing three syringes of material. We cultured the entire contents of one syringe from each of the boxes, using two highly enriched broth media and one chocolate agar plate for each. All these cultures were negative. We have reported all these results directly to dr. We have sent remaining samples of euflexxa to him for his in-house further analysis and have asked him to send us the group c streptococcus so that we can submit it along with our organism for molecular fingerprinting. Our conclusion is that we have identified an epidemiologic association between the injection of euflexxa and the development of group g streptococcal arthritis. Our clinical experience points to the injected material as the source. Nevertheless, we are unable to establish a causal relationship. We have reported the association to the manufacturer. No further injections will be done until the manufacturer has completed its investigation. Dose or amount: one injection 20 mg. Frequency: once. Route: ia.

Event description:
Presentation: severe right knee pain and swelling, large effusion, elevated wbc 17.3. During hospitalization: diaphoresis, subjective fever. In the past 10 days, 3 medvamc patients have developed septic arthritis of the knee due to an unusual organism, namely group g streptococcus. In the past 48 hours, an intensive evaluation of the 3 cases was done. One patient had a knee implant many years ago, but had not been seen at medvamc for months. He had blunt trauma to the knee and, over the ensuing few days, developed symptoms of an acute arthritis. This case is thought to be unrelated to the other two and to have no implications for our delivery of care. The other two patients had received an intraarticular injection of hyaluronic acid (euflexxa, pharmaceuticals, lot # 718400140) within 24 hours of the development of symptoms and signs of acute septic arthritis. Both injections were performed by the same health care professional. Our initial response included: an interview with the health care professional who does the injections; a recommendation for immediate cessation of such injections; and contact with the pharmaceuticals. Dr, director of orthopedic research products at ferring pharmaceuticals, told us that he has had no other reports of any infection associated with injections of euflexxa. This product is generated by genetically-engineered group c streptococci and chemically purified before packaging. The identification of the organisms was repeated and again shown to be group g - specifically not group c - streptococcus. We have asked that dr. Marshall obtains a sample of the group c streptococcus that generates the hyaluronic acid so that we can carry out molecular fingerprinting studies to compare it with the isolate from our patients. We found that the sterile technique used during injections was adequate, utilizing alcohol swabs, and in accord with generally accepted standards. This individual had already carried several hundred such injections. Some faculty members felt that betadine should be used in addition to alcohol prior to intraarticular injection, and we are recommending this for the future. Cultures of nares, axilla and feces of the person doing the injections were undertaken; none of these yielded group g streptococcus. To our knowledge, there have not been reports of a human point source of spread of group g streptococcus within hospitals. We identified 8 remaining boxes of euflexxa, all of the same lot, and each containing three syringes of material. We cultured the entire contents of one syringe from each of the boxes, using two highly enriched broth media and one chocolate agar plate for each. All these cultures were negative. We have reported all these results directly to dr. We have sent remaining samples of euflexxa to him for his in-house further analysis and have asked him to send us the group c streptococcus so that we can submit it along with our organism for molecular fingerprinting. Our conclusion is that we have identified an epidemiologic association between the injection of euflexxa and the development of group g streptococcal arthritis. Our clinical experience points to the injected material as the source. Nevertheless, we are unable to establish a causal relationship. We have reported the association to the manufacturer. No further injections will be done until the manufacturer has completed its investigation. Cultures (+ group g streptococcus): performed in 2008 (synovial fluid from knee). Performed two days later (knee swab). Date of injection: 2008. Injection series: s/p 1 injection to both knees.

Event description:
Presentation: acute left knee pain and swelling, fever, slightly elevated wbc 13.7. During hospitalization: diaphoresis, subjective fever. In the past 10 days, 3 medvamc patients have developed septic arthritis of the knee due to an unusual organism, namely group g streptococcus. In the past 48 hours, an intensive evaluation of the 3 cases was done. One patient had a knee implant many years ago, but had not been seen at medvamc for months. He had blunt trauma to the knee and, over the ensuing few days, developed symptoms of an acute arthritis. This case is thought to be unrelated to the other two and to have no implications for our delivery of care. The other two patients had received an intraarticular injection of hyaluronic acid ( pharmaceuticals, lot # 718400140) within 24 hours of the development of symptoms and signs of acute septic arthritis. Both injections were performed by the same health care professional. Our initial response included: an interview with the health care professional who does the injections; a recommendation for immediate cessation of such injections; and contact with the ferring pharmaceuticals. Dr, director of orthopedic research products at pharmaceuticals, told us that he has had no other reports of any infection associated with injections of euflexxa. This product is generated by genetically-engineered group c streptococci and chemically purified before packaging. The identification of the organisms was repeated and again shown to be group g - specifically not group c - streptococcus. We have asked that dr obtains a sample of the group c streptococcus that generates the hyaluronic acid so that we can carry out molecular fingerprinting studies to compare it with the isolate from our patients. We found that the sterile technique used during injections was adequate, utilizing alcohol swabs, and in accord with generally accepted standards. This individual had already carried several hundred such injections. Some faculty members felt that betadine should be used in addition to alcohol prior to intraarticular injection, and we are recommending this for the future. Cultures of nares, axilla and feces of the person doing the injections were undertaken; none of these yielded group g streptococcus. To our knowledge, there have not been reports of a human point source of spread of group g streptococcus within hospitals. We identified 8 remaining boxes of euflexxa, all of the same lot, and each containing three syringes of material. We cultured the entire contents of one syringe from each of the boxes, using two highly enriched broth media and one chocolate agar plate for each. All these cultures were negative. We have reported all these results directly to dr. We have sent remaining samples of euflexxa to him for his in-house further analysis and have asked him to send us the group c streptococcus so that we can submit it along with our organism for molecular fingerprinting. Our conclusion is that we have identified an epidemiologic association between the injection of euflexxa and the development of group g streptococcal arthritis. Our clinical experience points to the injected material as the source. Nevertheless, we are unable to establish a causal relationship. We have reported the association to the manufacturer. No further injections will be done until the manufacturer has completed its investigation. Cultures (+ group g streptococcus): performed in 2008 (synovial fluid from knee). Performed the next day (fluid). Date of injection: 2008. Injection series: s/p 2 injections to both knees.